Event description:
It was reported that the patient possibly had an inflammatory mass. The patient was having a t-spine and l-s spine MRI which was ordered by healthcare provider to rule out an inflammatory mass. No other information was reported. The results of the MRI, the medication in the pump, along with patient symptoms and outcome were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# n184783001, implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).